Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed.

Event description:
During ivtm therapy, it was noted two saline bags had emptied and there was no traces of fluid observed on the floor, themogard console and patient's bed. The icy catheter (lot #unknown) is suspected to be leaking. Issue occurred during rewarming phase. Patient's status information was requested but the customer did not provide a response.